Event description:
It was reported that (1) device was used during a intestinal flow reconstruction (bowel resection). It was reported by the affiliate that the cdh29 instrument did not cut the intestinal colon when it was fired, so the pt was submitted a colostomy and will be reopened to close the abdominal stoma. The pt was readmitted.